Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Analysis was normal. No anomaly found.

Event description:
It was reported that the patient presented for follow-up. High capture threshold and low sensing were noted. Lead dislodgement was found via fluoroscopy. At revision, pocket infection was observed. System was explanted.